Event description:
The patient expired. The death was not related to the implantable neurostimulator. The cause of death was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.